Event description:
Litigation papers allege: on or about (B)(6) 2008, patient was implanted with a depuy asr hip implant on his left side. Patient experienced severe pain and discomfort, weakness and numbness in his left extremity, and left foot drop associated with his left peroneal palsy. Patient was revised. **update** (B)(4) 2012- litigation papers received. Litigation alleges that the patient was implanted with pinnacle and suffers from pain, lack of mobility, metallosis, and loosening. All products have been added.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes ct6ch4000, cw4c21000, c2ek91000, 2727917 and 2717911. A search of the complaint database finds additional reported incidents against lot codes 2719711, 2487885, cb5fj4000 and b53bp4000 since its release for distribution; however, a previous and current review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found one prior report for both of the reported part and lot number combinations. However, review of the as400 system, shows that at least 19 other devices from both of the reported lots have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.